Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was repored that the device displayed an error code instrument error. There was no patient consequence reported.